Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally pressed the "unlock" button and started the fill tubing step during the cartridge load sequence prior to loading a new cartridge onto the pump. Reportedly, the pump then became frozen on the "prepare for fill" screen, and the customer was unable to clear it. During troubleshooting with tandem technical support the screen was able to be cleared. Customer had elevated blood glucose (bg) levels (454 mg/dl). Customer administered a manual injection to address elevated bg levels.